Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The eval confirmed through observation but did not reproduce a door not fully latched alarm, which is likely what the reported "door open error message" was referring to. The alarm was caused by a loose link screw. The link screws were replaced to correct this condition.

Event description:
It was reported that a spectrum infusion pump had a door open message. It was also reported that there was no pt involvement.